Event description:
It was reported that the pt was experiencing discomfort when the ipg site brushed up against some things. The pt was unable to lay on the back due to discomfort when that occurred. The device was repositioned to a more comfortable area.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.